Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2009 and two (2) mesh products were implanted. It was reported that the patient underwent removal surgery on (B)(6) 2010 during which the surgeon noted the old mesh had become bundled into a ball and created a mass effect. He meticulously dissected the old mesh and the connecting pedicle. Finding that the posterior preperitoneal leaflet was gathered in a ball surrounded by scar tissue, he removed the mesh en bloc, irrigated out the extensive scar tissue and repaired the defect. It was reported that the patient experienced excruciating and disabling pain and discomfort. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 09/30/2021.